Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a periprosthetic fracture and stem loosening. It was reported that the patient fell on (B)(6) 2013.

Manufacturer narrative:
(B)(6) reports that the patient was revised to address a periprosthetic fracture and stem loosening. It was reported that the patient fell on (B)(6) 2013. Doi (B)(6) 2013 - dor (B)(6) 2013 (right hip.) The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.